Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Customer¿s blood glucose level was 29 mg/dl at the time of incident and other ware 51 mg/dl, 102 mg/dl. Customer was treated with glucose food. Customer was using insulin pump system within 48 hours of reported event. Customer did allege that the insulin pump was over delivering. Customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.